Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) was powered on and displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user restarted the platform; however, the observed issue did not resolve. No patient was involved with this event. No further information was provided.

Manufacturer narrative:
No device malfunction was found during the functional evaluation of the autopulse platform (sn (B)(4)). The autopulse platform is a reusable device and was manufactured on 11 feb 2010. It has exceeded its expected service life of 5 years. The platform was evaluated and successfully performed continuous compressions without the (ua) 7 (discrepancy between load 1 and load 2 too large) error message or any other faults. There was no device malfunction or defect observed. The archive data was reviewed and contained no event of a ua 7 error message occurring on the customer reported event date of (B)(6) 2017. As part of routine service during testing, the platform was examined and found physical damages. After the damaged parts were replaced, the device was tested to full specification including the load characterization check and passed.